Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: a piece of the ceramic is chipped off. This happened due to mechanical overload. It is likely that the instrument was excessively bent during use. Risk of remaining piece of ceramic in patient: as the fragment was found on the mayo stand, we see it as unlikely, that a piece may have remained in the patients body, because the chipped off area looks like the fragment chipped off in one piece. Failure is user related. There are no indications for material or product deviations.

Event description:
Country of complaint: (B)(6). Intraoperative breakage of ceramic. Customer could not determine exact time of breakage, but he found fragment on mayo stand during a surgery and stopped use immediately.